Event description:
During use for a cardiopulmonary bypass procedure, the pressure sensor display drifted over time. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.